Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the customer was hospitalized; hospitalization cause and details were not provided.

Manufacturer narrative:
During a follow-up, it was reported that the customer may have been hospitalized due to experiencing nausea and elevated ketones; ketone value not provided.